Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The e3 field was corrected as the information was available at the time of the initial report submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the image was not displayed due to a communication failure caused by a cable failure. The root cause of the cable failure could not be determined. The event can be detected/prevented by following the instructions for use which states: "·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the 4k camera head was not working when plugged in. The issue was found during preparation for use in an unknown diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the no image displayed on monitor was due to faulty cable and that the coupler plate stuck intermittently when the coupler was attached into the scope due to the worn-out plate. The following additional findings were noted: faded label on rear cover. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.